Manufacturer narrative:
An device history was reviewed to determine the cause of the malfunction. The device functioned as intended.

Event description:
It was reported that the patient's unit displayed an error message "no breath detected." In turn the patient experienced a lack of oxygen from their unit. Troubleshooting was tried to no avail. As a result, the patient was admitted to the hospital.